Event description:
Procedure type: colon resection. According to the reporter: after firing the device, oozing bleeding, less than 200cc occurred from the patient's anus. The bleeding was stopped by clipping. Surgery time was extended by more than thirty minutes. Nothing abnormal was noticed during firing.